Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument with an alleged issue to perform failure analysis. No damage to the conductor wire was observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver (lnd) instrument conductor wire was damaged. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No fragment fell inside the patient¿s anatomy. There was no patient injury. The procedure was completed robotically with the same da vinci system and with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.